Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to stenosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, and h6 have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis and blood clots, clotting, and/or occlusion of the ivc. The patient also states that they are always worried about long-term discomfort, fatigue, and lack of mental sharpness will feel like in the future. The patient reports getting winded easily, fatigue, and some slight pain which is getting worse with time, their blood flow and ability to move freely have become compromised, they have low energy levels, and poor ability to sleep. The patient became aware of these events approximately seven years and nine months post implant. According to the medical records the indication for the filter implant was a history of major pulmonary embolism and the need to stop anticoagulation due to anemia with bleeding episodes and an impending gastric surgery for treatment of adenomatous polyps in the stomach. During placement of the filter via right groin, the filter was deployed just 1cm below the l2-3 interface just below the apparent reflux into the left renal vein. Deployment was precise. At completion, a flush venacavogram was performed demonstrating good placement. Approximately on or about eleven years and seven months post implant, the patient underwent a computed tomography (CT) scan of the abdomen without contrast for an unspecified injury of the inferior vena cava, and lethargy for several months. The results of the CT scan noted that there was an ivc filter centered in the ivc 1cm below the renal veins. The filter was parallel with the long axis of the ivc. The ivc is collapsed below the filter with the tip of the filter lying immediately adjacent to the right posterior lateral wall. There was no evidence of perforation of the ivc wall. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without post implant images available for review, the reported stenosis could not be confirmed, and the cause or location could not be determined. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported event and the device. Due to the nature of the complaint, the reported pain, shortness of breath and circulatory insufficiency experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain, shortness of breath and circulatory insufficiency do not represent a device malfunction and may be related to underlying patient specific issues. Without medical records available for review it is not possible to determine what factors may have contributed to the reported events. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b3: the exact event date is not known. According to the ppf, it was approximately in (B)(6) 2014. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having a history of major pulmonary embolism, having stopped anticoagulation due to anemia with bleeding episodes, and pending major gastric surgery for treatment of adenomatous polyps in the stomach. During placement of the filter via right groin, the filter was deployed just 1cm below the l2-3 interface just below the apparent reflux into the left renal vein. Deployment was precise. The trapease placement was nice and longitudinally oriented with the vena cava. At completion, a flush venacavogram was performed demonstrating good placement. Approximately on or about eleven years and seven months post filter implantation, the patient underwent a CT scan of the abdomen without contrast for an unspecified injury of the inferior vena cava, and lethargy for several months. The CT scan results noted there were calcifications involving the renal vessels within both kidneys, small calcifications at the origin of the left renal artery, retroperitoneal adenopathy on the left side of the aorta measuring up to 14 mm, and left common iliac lymph node measuring 17mm. The scan noted that the adenopathy was also seen on a CT angiogram from approximately nine years prior to this CT scan. The results of the CT scan also noted that there was cordis trapease ivc filter centered in the ivc 1cm below the renal veins. The filter was parallel with the long axis of the ivc. The ivc is collapsed below the filter with the tip of the filter lying immediately adjacent to the right posterior lateral wall. There was no evidence of perforation of the ivc wall. According to the information received in the patient profile from (ppf), approximately on or about seven years and nine months post implantation of the ivc filter the patient became aware of the alleged events and reports to have blood clots, clotting, and/or occlusion of the ivc. The patient also states that they are always worried at what the future of long term discomfort, fatigue, and lack of mental sharpness will feel like in the future. As of now, the patient gets winded easily, feels fatigue, and some slight pain which is getting worse with time. The patient wakes up daily not knowing the outcome of having this filter installed. The patient also reports that their blood flow and ability to move freely have become compromised, they have low energy levels, and poor ability to sleep. Section h6: patient code '3191' was used since there was no appropriate code for the term 'circulatory insuffiency'. A review of the manufacturing documentation associated with lot r1006217 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.